Manufacturer narrative:
Investigation summary: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 42 days of data (B)(6) 2019, per the time stamp). On 24apr2019 at 22:28, the controller has captured a transient no external power, power cable disconnect, and low power hazard alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and occurred as a result of both power cables being simultaneously disconnected from the system controller. When the alarms activated, the power source was exchanged to a new battery set. These alarms did not affect the controller's ability to support the pump at the set speed as the system was supported by the backup battery. Despite these findings, there were no other notable alarms or events active in the log file. The mobile power unit was not returned to abbott for analysis nor the serial number was reported; the unit remained in use. Multiple attempts were made on (B)(6) 2019 to obtain additional information from the customer regarding the reported event; however, no further details were provided. Analysis of the submitted log file indicated that the root for the no external power alarms was due to both power cables being disconnected simultaneously from the system controller. Section 3 of the heartmate ii patient handbook , entitled ¿powering the system¿, instructs the users to keep at least one power cable connected to a power source at all times. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 11 months 14 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient experienced an unexplained no external power alarm on (B)(6) 2019. According to tech services the no external power alarm looks to have been caused by the patient disconnecting both leads of the patient cable briefly while changing over to batteries. Additional information was requested but not provided.